Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise as intended without issue. The reported irregular appearance also was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult gripper actuation and the reported irregular appearance could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that when opening the packaging of the clip delivery system (cds), the angle of gripper was asymmetrical and one of the grippers was not fully lowered. It was noted one gripper arm would not lower to 120 degrees completely. The gripper functionality test was performed five different times, but one gripper would still not lower. Therefore, a decision was made not use the cds in the patient. The procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.